Event description:
The clinic reported that a laser vision correction patient presented with cystic epithelial ingrowth in both eyes nine days post treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient was asymptomatic. On (B)(6) 2014, account reported that doctor did flap lift and rinse on (B)(6) 2014 and epithelial ingrowth resolved.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.